Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report that the catheter is cracked. The catheter is broken approximately 121 cm from proximal end of catheter and 3 kinks within the same area have been noted. The balloon is detached from the catheter approximately 11 cm from distal end of catheter. This was where the customer cut the catheter. Seven cm of the wire guide remained in the separated balloon. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional information provided indicated the balloon dilator did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during advancement or removal from the endoscope accessory channel. Cracks, kinks, waves and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following information was provided by the cook area representative based on comments made by the user: during an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. Difficulty was encountered advancing the balloon catheter through the accessory channel of the endoscope. The balloon catheter was eventually advanced through the endoscope. At this time, the balloon catheter was observed to be kinked and cracked and therefore could not be inflated. The endoscope and balloon catheter were removed from the patient simultaneously. The end of the balloon was cut to facilitate removal of the device from the endoscope. Information regarding how the procedure was completed was requested but was not provided. The reporter confirmed there was no harm to the patient as a result of this occurrence. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.